Event description:
Two reports received regarding alleged incident at this facility. Resident was being lifted from bed to wheelchair. Before wheelchair was under resident she fell to the floor. The sling remained on the lift with two loops disconnected. Resident was in pain in the bed. Transfer from bed to wheelchair was successful. Resident was sent to hospital after rn assessment.

Manufacturer narrative:
The golvo mobile lift was inspected by facility engineers and was put back in use. It has since been removed from service and a loaner unit has been provided. Distributor visited the facility on (B)(4) 2012 to investigate the alleged incident. The events as described by the facility could not be recreated.